Manufacturer narrative:
Corrected information was provided in d3 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Not available because product (B)(6) was not returned. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
B1/b2 updated. B5 updated with updated clinical narrative. D6b updated. H6 updated with f02. The investigation is still ongoing.

Event description:
The impella 5.5 and automated impella controller (aic) supported the patient for 8 days til the decision was made to withdraw care and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported cardiomyopathy and scai stage e shock. An impella 5.5 device was inserted via the left axillary artery in a 55-year-old male patient presenting with cardiomyopathy. The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the console would not charge and was replaced. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 55-year-old male patient presenting with cardiomyopathy. The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the console would not charge and was replaced. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient, and support was resumed without any known adverse events.